Event description:
The company was informed that the pt had an infection at the implant site followed by skin retraction leading to the implant being exposed. The pt's device was explanted on (B)(6) 2012. The pt is currently hospitalized and receiving intravenous antibiotics. Advanced bionics is in the process of gathering more info and a supplemental report will be submitted once more info is acquired.